Manufacturer narrative:
Follow-up report #1 is to provide FDA with new and changed information. Device labeling was reviewed for patient code and device codes, see below: patient code: not applicable, no patient problem was reported. Device code: IFU was reviewed, see below: warning hf cables with defective, brittle or cracked insulation can cause burns to the user or patient. If the electrical line breaks, an arc can occur causing burns to the user or patient or start a fire, regardless of whether the insulation is also damaged or not. Never use or repair defective hf cables always replace them. Do not modify hf cables. The uni/monopolar cables may be operated at a maximum recurrent peak voltage of 4000 vp and the bipolar cables at max. 1000 vp. Important! When plugging and unplugging the hf cable, always hold the plug, never pull the hf cable. Do not placehf cables in parallelwith other signal lines (e.g. Camera cable) tominimize the danger of interference fromhf radiation. Richard wolf medical instruments corporation (rwmic) considers this case closed. In the event that rwmic receives additional information a follow up report will be submitted to the FDA.

Event description:
Follow-up report #2 is to provide FDA with new and changed information. User facility returned the device to rwmic on (B)(6) 2018, and the evaluation was completed on (B)(6) 2019. The cable was inspected and the cable was found to be broken. The root cause of the device failure was determined to be wear and tear. The cause for the wire breakage is the use of the cable. Up to the absolute wear/ failure.

Manufacturer narrative:
Follow up report #1 is to provide FDA with new and changed information. Additional attempts will be made to collect device information from the manufacturer. Rwmic considers this matter open. Followup reports will be submitted as required.

Event description:
Follow up report to provide additional information to FDA.

Manufacturer narrative:
Rwmic considers this case open. Rwmic will follow up with the user facility and manufacturer to obtain additional information.

Event description:
On (B)(6) 2018, the user facility reported the following to richard wolf medical instruments (rwmic): while being used during a procedure, the cords and device sparked. Will the device be returned? Yes. Was the device being used during a procedure when the issue occurred? Yes. Specifically, was the device being used on a patient when the issue occurred? Yes. Was there any injury or illness to patient or other personnel due to issue? No. Did the issue cause a delay in the procedure being performed that put the patient at risk? No. Was there a similar back-up device available for use? Yes. Was the scheduled procedure completed? Yes. How was the patient anesthetized? Unknown.